Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer later stated color bars were displayed during pre-use inspection. The issue occurs when inserting the camera head or it would suddenly happen. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the video connector part of the scope and camera head was dirty or insufficiently dried because the dirt was confirmed inside otv-s700's video connector receiver. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not reproduced. Device evaluation by the service repair noted that after checking the appearance, no abnormalities were found in places that could be visually confirmed. The reported error e238 and e231 were not reproduced during functional test (camera connected and shook the connector). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite iii video system center had e238 and e231 endoscope communication errors. The issue was observed during an unspecified procedure. No harm was reported. No patient harm, no user injury reported due to the event.